Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) has a known condition of ventricular tachycardia (vt) and ventricular fibrillation (vf) and is being evaluated for an ablation. The healthcare professional (hcp) is inquiring about that rate sense looks like vf, but the shock channel is more regular. Technical services reviewed the data and noted there is some latent sensing of the right ventricular (rv) channel plus some intermittent undersensing. Anti-tachycardia pacing (atp) was given which did not convert then two 41joule shocks were provided and converted the rhythm. Additionally, a defibrillation threshold (dft) test was performed which also did not convert the rhythm. The physician is going to try a sub q element to increase the vector. At this time the crt-d and rv lead remains in service. No additional adverse patient effects were reported.